Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having 'trouble with the devices' and they were 'losing my dosage'. The patient stated that they 'push it and it don't go' and it does not connect at all. The patient stated that they had to putz with it and turn it on and off and they had 'more problems'. It was noted that the patient was talking very fast and the agent had a hard time following along with the patient at times. The patient commented that they ¿didn't get one of their doses till 11:30 and they still had a dose or 2 left and they cannot get it to keep going¿. The patient stated they ¿went to do the 4th bolus and they had enough time, but they came back on and it said I had none left¿. The agent had the patient close all apps and connect to the pump and the patient connected to the pump without any issue. The agent asked and the patient stated that it 'sometimes' gets stuck at 91%. The patient stated that this had been happening the last couple of months and the nurse had to switch the 'handheld thing' 5 different times now (agent understood that the patient received 5 handsets). The agent walked the patient through clearing data on the handset. The patient then stated that the communicator and handset did not hold a charge. The patient stated that they plug in the communicator and it didn't hold a charge and the handset did that too since yesterday. The agent tried to ask clarifying questions, but the patient got upset and was not being clear on what the issue was. The patient stated ¿it will be 2-3 hours, and they take it off and it shows 30% not charged and they plug it in and it is yellow and it will tell them it is not charged¿. The issue did not occur on the call. The patient stated that they charged the communicator 2-3 times a day. The agent reviewed the meaning of the communicator lights. The patient stated they ¿have to fool around with the equipment and they have lost 8 doses in the last 2 weeks because it is not working¿. The patient stated they are just going to have the healthcare provider remove the pump because they have had nothing but problems since it was put in and there is always something wrong. The patient also stated that they were about to get their boluses taken away because they couldn't use them. The agent made some recommendations, and the patient disconnected the call.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# rf8t50sda5y implanted: explanted: product type mobile platform product ID tm90t0 lot# serial# npa246157n implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.